Event description:
The customer reported amp board alarm on their fc 500 flow cytometer. There was no report of death, injury, or change to patient treatment as a result of this event.

Manufacturer narrative:
Patient information is not applicable. There was no impact to patients as a result of this event. The field service engineer (fse) was on site and confirmed what the customer reported. The fse replaced the tarpon amp board and signal conditioner (pn: 6707139). Bec is filing an MDR for this event based on the FDA classification of the 08 jan 2018 urgent medical device recall as a class I recall on 20 nov 2018 (recall number z-0471-2019 for fc 500; recall number z-0472-2019 for epics xl/xlmcl). Bec internal identifier: (B)(4).